Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the system software was upgraded to the current version.

Event description:
The customer reported that the system was not saving pt images. There is no report of pt injury.